Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic inspection and evaluation of returned suspect devices finds that, as reported, the tap has a blockage about two inches from the tip of the instrument that measures about six inches. The blockage is not visible from either end of the instrument. The blocked tap directly caused the event.

Event description:
A medtronic representative reported a 5.5mm tap (cannulated) that was clogged. This condition was identified when putting the tap through normal steam wash. There was no patient present.